Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had cosmetic damage and plastic broken around the reservoir area of the insulin pump. The reservoir is no longer secure and needs to be replaced.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, missing reservoir tube o-ring, broken reservoir tube lip, cracked case at the reservoir tube window corners, cracked reservoir tube window and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.